Manufacturer narrative:
Initial reporter e-mail: unknown. 2000e china 510k: this is an international code - the model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number provided in the domestic similar product: k960280. Investigation summary: a 2000e china product was not available for investigation; however, the customer indicated the complaint sample was from lot 21125714. The feedback provided by the customer indicates a complete occlusion was detected during use of the smartsite device. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21125714 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
It was reported that 3 bd smartsite¿ needle-free connectors were blocked during the infusion. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2022, 9 o 'clock in the morning 3 points, in preparation for infusion bags and merger of medicine, found that after using a syringe with a needle airtight infusion joint connection, found that the syringe can't pressure, unable to get rid of air in the syringe, then go to the joint, syringe properly push, then use the same batch no needle airtight infusion joint, syringe can't normal push. After changing 3 joints continuously, the fourth joint can pump air normally after connecting with the syringe. Throw the unqualified products directly into the medical waste garbage bags, and contact with the supplier to cancel the use of this batch of joints in the hospital, and replace the use of other batches of this product."